Manufacturer narrative:
(B)(4). The ez-io driver was returned for evaluation. Upon receipt, the driver was visually inspected. No obvious signs of damage were observed. When the trigger was pressed, the driver was operable and displayed a steady green led light. The distal tip rubber seal was not protruding from casing. The driver was then subjected to simulated sawbone insertions. This functional test is used to determine whether the returned device still has the capability to power a 45mm ez-io needle set into a medium and/or hard bone. The 45mm ez-io needle set is used because it represents the worst case scenario for io insertion. Two insertion attempts were made at 20 lbs. And 15 lbs. In an attempt to get the device to stall. The driver stalled at approximately 15 lbs. Of downward force. The motor was connected to dc power supply and set to approximately 18v. When the trigger was pulled the led displayed a steady green light and the motor was operable. Load test results show that all five batteries registered 40% capacity. A review of the certificate of conformance found that the driver passed all release criteria. Other remarks: "if the driver stalls and will not penetrate the bone you may be applying too much downward pressure and" in the unlikely event of a driver failure, remove the ezio power driver, grasp the needle set by hand, and advance the needle set into the medullary space while twisting the needle set." No corrective actions will be implemented at this time as there were no device deficiencies identified which would contribute to this incident. The manufacturer will continue to monitor and trend for reports of this nature.

Event description:
The driver loses power and the green light is on. The insertion was attempted in the proximal tibia with a 25mm needle. A back up driver was available and used successfully. The operator was aware of how to perform manual placement. There were no patient consequences.